Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The customer stated it says low battery, sometimes lasts less than 24hrs, and sometimes 3-6 days. Troubleshooting did not resolve the issue. The customer was issued a replacement battery.